Manufacturer narrative:
There were no samples received with this complaint therefore an examination of the reported condition could not be made. A review of the device history record (DHR) was not performed during this investigation as the lot number was not received with the complaint. All device history records are reviewed and approved by quality prior to release of product. Because there was no lot number, a date of manufacture could not be determined. The complaint file contains insufficient information to determine a most probable root cause. Since this complaint will be considered unconfirmed, no corrective or preventive actions will be taken at this time. If additional information or samples are received, the investigation will resume as needed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 11/3/2017; an investigation is currently under way; upon completion the results will be forwarded. Section is blank because the product ID was not provided to date and therefore the appropriate product code could not be populated. If the product ID becomes available, a supplemental report will be sent with the updated information. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that one of the bandages ripped off the top layers of her skin, resulting in a new wound.